Event description:
A customer reported that their freestyle meter displayed an error 3 message. The meter was returned and, through the course of investigation, the meter was discovered to be suffering the memory overwrite malfunction on 21 nov 06. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and retain panasonic battery voltage was measured at 3.000v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-3 errors and uom was selectable and was received at mg/dl. No errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.